Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51-53 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. Reportedly, customer's bg level recovered after the event and is within normal range. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.